Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated both small and large air bubbles appear in the reservoir and then move into the tubing causing high blood glucose. The customer reported that insulin smell also present in reservoir compartment. The customer was advised that the pump will be replaced. The customer insulin pump is iw, to be returned and replaced.